Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was stuck on windows boot. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not boot past the post-shutdown stage. A field service engineer reseated the hard drive and power cable to the monitor, restarted the station, and tested the drawers. The system functioned as intended after the field service engineer repaired the device.